Manufacturer narrative:
The additional proglide device is being filed under a separate medwatch report number. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of embolism is listed in the perclose proglide instructions for use, (IFU) as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device after an aortic interventional procedure. Reportedly, after hemostasis was achieved there was no pulsatile blood flow. A cut down was performed and found the sutures stitched the back wall of the artery. The sutures were removed and the artery was sutured closed to achieve hemostasis. It was reported that arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device after an external iliac procedure. Reportedly, pulses were not strong and a cut down was performed and found a blood clot above the sutures. The blood clot and sutures were removed and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.